Event description:
It was reported that the patient was diagnosed with (B)(6) when the device was implanted. It was noted that the device ¿should have been taken out¿ but the healthcare provider would not take it out. The patient did not know what to do as she was still sick. The patient reportedly had scars where the device was implanted and also where the feeding tubes were and "did not know where to go from there". If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).